Manufacturer narrative:
Concomitant product(s): a 407652 lead, implanted: (B)(6) 2016; a 419688 lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a few weeks post-implant, the atrial lead perforated through the atrial wall. The patient was hospitalized multiple times due to complications (bleeding, blood pressure, etc.). The perforation site was closed via surgery, and the atrial lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.